Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular (rv) lead showed high thresholds, high impedance, and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.